Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). The customer was unable to verify the customer's reported issue. Upon visual inspection the service technician discovered lemo connector pins 2 and 4 are burned. Pigtail adapter could not be connected to ac power adapter due to burned pins on ac adapter. The ac power adapter was scrapped.

Event description:
The customer reported unable to hook up lemo cable to the dc side of the model palmtop ventilator ac power adapter. At this time, it is unknown if there was any patient involvement associated with the reported issue.